Event description:
Reportedly, there was a lot of trouble with visibility when inflating the distention balloon. Distention balloon prevented scope from full insertion. When dissection was complete, the deflated balloon was very difficult to remove and in fact tore away from the trocar cannula. Continued to try to remove the balloon. After it tore away, surgeon removed the pieces with a forcep. No injury. Procedure: inguenal hernia repair.